Manufacturer narrative:
Block b3: exact date unknown, event occurred a month ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced difficulty charging the ipg and connecting it to the remote control. No device malfunction was suspected. The patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts.